Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device cracked on right plunger case otherwise no appearance of any physical damaged. Motor rate error was not found during occlusion test no error which related to battery problem was found in event history log. The root cause of the reported issue was normal wear, device was over eleven years old. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out which is causing the motor error intermittently. Normal wear battery was over three years old. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Replaced battery. Performed pm maintenance and all functional testing which passed.

Event description:
It was reported that motor rate error and battery needed events occurred. No patient injury reported.